Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After device was implanted and skin was closed, the pt had 15 seconds of asystole due to no pacing. Pacemaker was finally operating normally.